Manufacturer narrative:
The returned perforator was visually inspected as received, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies were found. The perforator was reassembled and was functionally tested for cutting and drilling and was found to meet specification requirements. The reported condition could not be duplicated. Review of the device history record found no discrepancies. Complaint trend analysis found no other complaints with this lot code. The complaint cannot be confirmed. At this time, the complaint is considered to be closed.